Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reports that customer had high blood glucose and inquired if insulin pump was functioning correctly. Customer's mother states that customer had high keytones and was vomiting. Customer's mother called healthcare professional who advised that temp basal was programmed in insulin pump. After being transferred to a carelink representative it was found that customer was not receiving insulin for a period of time and temp basal may have not been turned on. It was reported that insulin pump also gets stuck at zero when delivering bolus. Customer's mother was advised that insulin pump would need to be replaced. No further information provided.